Event description:
Related manufacturing reference number: 2017865-2022-41456. New information received indicates the right ventricular lead also exhibited post paced t wave oversensing. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No intervention was performed. The patient condition was unknown.